Event description:
It was reported that this pacemaker exhibited inappropriate atrial tachy response (atr) episodes due to far field oversensing. Programming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.